Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in xience v everolimus eluting coronary stent systems instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, mildly calcified lesion in the proximal right coronary artery. Pre-dilatation was performed. After deployment of a 3.5x23mm xience v rx stent, a distal edge dissection was noted. A 3.5x15mm xience v stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.